Event description:
It was reported that (1) tlc75 was used during a gastric bypass procedure. It was reported by the rep that the instrument was fired once. After reload was placed in the deivce, it would not fire. Opened another instrument to complete the case. There was no consequence to pt.